Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (lymphatic complication).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 62 mm diameter abdominal aortic aneurysm approximately 30 months ago. The aortic neck was 26-28 mm in diameter and 17 mm in length. The distal aorta was 38 mm in diameter. The right iliac artery was moderately tortuous with 10% stenosis. The left iliac artery was severely tortuous with 15% stenosis. It was reported that the patient was hospitalized for a lymph fistula in the right groin approximately 21 months ago. This was surgically repaired and the event resolved that same day. The investigator assessed the event to be procedure related. The patient recovered and is doing fine.

Event description:
Review of x-rays from 2 years and 3 years confirmed no stent suprarenal stent fractures, or any other stent graft issues, were observed. X-rays from the 4 year follow-up confirmed that one of the suprarenal stents had fractured at the attachment pin. The location of the fracture was on the posterior side of the aorta, directly opposite the 'e' marker. No other stent graft issues were observed. The cause of the fracture could not be determined from this x-ray image. The stent graft aortic body appeared relatively straight relative to the limbs, and there were no significant changes in stent graft in-vivo configuration compared to the x-ray at 2 years implant duration. Review of cta's pre-implant revealed that the proximal flow lumen neck diameter just below the lowest left renal was 26 x 28mm. One (1) cm below the renals the neck diameter was 27x29mm. There was thrombus present without calcification. The neck was essentially straight. The maximum aaa diameter was 6.2cm and contained thrombus (3cm flow lumen), and the aaa wall was moderately calcified. The iliacs were moderately calcified and tortuous. Cta's from 9-days post-implant revealed that the bifurcate was positioned just below the lowest left renal. The ipsi limb was extended into the right common iliac and the contra limb + extension into the left common iliac. The stent graft proximal od is 30 x 33mm. The maximum aaa diameter is 6cm. No endoleak or any stent graft issues were seen. Both limbs are patent. No issues were seen with the suprarenal stent which was found fractured at 4 year follow-up. No areas of calcification were seen in this location and the stent looks well apposed to the aortic vessel wall. Cta's from 1 year post-implant revealed that the bifurcate was positioned just below the lowest left renal. The stent graft proximal od has increased to 35 x 36mm. The proximal neck is relatively straight. The max aaa diameter is 6cm. No endoleak or any other stent graft issues were seen. Both limbs are patent. No issues were seen with the suprarenal stent which was found fractured at 4 year follow-up. No areas of calcification was seen in this location and the suprarenal stents looks well apposed to the vessel wall. The cause of the stent fracture could not be determined. More recent cta's since the confirmed suprarenal stent fracture were not available for return; therefore, a current detailed review of the stent graft and aneurysm morphology could not be assessed. It is possible that disease progression (aortic neck dilatation) with reduced fixation at the proximal seal zone, may have increased the loading on the suprarenal stents leading to an overload fracture of the stent at the attachment pin.

Event description:
Additional information was received. It was reported that an x-ray observed that one of the suprarenal stents has fractured. Film review analysis: review of returned x-ray's from a recent study confirmed that one of the suprarenal stents was fractured just below one of the anchoring pins. The location of the fractured stent was on the posterior side of the aorta, directly opposite the 'e' marker. No other stent graft issues were observed. The cause of the fracture could not be determined from this x-ray image. The aortic body appeared relatively straight relative to the limbs. No scale was available on the images so measurements could not be made. Earlier x-rays (unknown date) confirmed no stent fractures, and there appeared to be little stent graft configuration change between the 2 studies. Patient has refused to get a cta this month; re-scheduled for next years follow-up. Baseline cts not returned.